Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, users are made aware of the risks associated with endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Reportedly, the aneurysm has enlarged by about 8 mm per every year since 2015. On an unknown date in (B)(6) 2021, it was confirmed that the diameter of the aneurysm was 107 mm, and migration and a distal type I endoleak on left side were discovered. On (B)(6) 2021, a reintervention to place an additional stent graft was performed. The patient tolerated the procedure.

Manufacturer narrative:
G1: placed correct manufacturing information in wrong section on previous supplemental report.

Manufacturer narrative:
H6: added component code 515.